Event description:
The customer reported the system intermittently displays an interlock open error message. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not e identified or duplicated. The system was operating as intended.